Event description:
The pt's mother reported that on (B)(6) 2010 the pt's aunt was watching the pt. The pt was giving zero unit boluses and not changing the delivery amount. The patient experienced elevated blood glucose levels and was transported to the hospital. The patient's aunt delivered a bolus to the patient, and the patient had a 'normal' blood glucose level once at the hospital. The hospital did not treat the blood glucose level. The patient had no vomiting or nausea.

Manufacturer narrative:
The patient's mother reviewed the pump history and discovered that the patient was not indicating a bolus amount when delivering boluses. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.